Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose level of 20mg/dl. Troubleshooting was performed and customer indicated that there were sensor glucose and blood glucose issues and the sensor was changed. Customer was advised to monitor the pump and their blood glucose.